Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an issue with the accu-chek softclix lancet device. The customer alleged that the lancet did not retract into the device and stayed in her finger. There was no allegation of an adverse event. The customer confirmed that they did not require medical treatment. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
Customer returned accu-chek softclix lancing device (lot bba146) for investigation. The reported failure of the lancet protruding lancets could be confirmed. The lancet device was viewed under a microscope and a break in the housing was observed. The device was disassembled and it was found that the main spring lost its original position due to the damaged housing. Due to the housing damage the device was unable to function correctly. The production process has been reviewed and no abnormalities were observed during the production process that could cause the issue. Therefore, damage to the housing was caused by external force by the customer.